Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue; visible moisture behind the display lens and no pump function after the pump had been exposed to water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2014 with the following findings: on examination, there was a tear in the keypad cover. There was visible moisture behind display lens. The battery compartment was noted to be cracked below the grip pad. There was evidence of moisture contamination on the underneath side of the battery cap that was returned with the pump. The battery cap was able to be fully tightened to the pump. On testing, the pump had no audible tone, no vibratory function and a blank display screen when powered on. The pump was opened for investigation and revealed evidence of internal moisture. Due to internal moisture contamination the pump was unresponsive. The pump failed leak testing. Complete testing of the pump was not possible due to the unresponsive state of the pump caused by moisture ingress inside the pump.